Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008 to investigate the event. The fse ran lumwash son/inc and precision testing which both met specs. The fse checked the instrument and no hardware issues were found. The customer indicated that they were having issues with sample handling. Pre-analytical sample handling is the root cause for this event. This is 2 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-04563 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 fr add'l reportable events.